Manufacturer narrative:
D10 concomitant products: cl-802 - cl-802 polysorb* 0 vio 75cm gs24 x36 - lot# a5d1424y cl-802 - cl-802 polysorb* 0 vio 75cm gs24 x36 - lot# a5d1424y cl-802 - cl-802 polysorb* 0 vio 75cm gs24 x36 - lot# a5d1424y cl-802 - cl-802 polysorb* 0 vio 75cm gs24 x36 - lot# a5d1424y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during fascial suturing and chest closure, the five needles frequently detached during suturing. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned product noted one needle. The needle was returned disengaged without the suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. The opened complaint device was precluded as the needle was returned disengaged. It was reported that needle detached the reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.